Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan on behalf of the lay-user/patient alleging that the onetouch ultramini meter is giving erratic readings of "480, 70, and 480 mg/dl" during different days over a course of a week. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with a combination of oral medication and insulin. The reporter could not specify the date and time of the reported meter readings. The pt did not take any action in regards to the usual routine of diabetes treatment as a result of the reported meter readings. Sometime during the end of (B) (6) 2010 and the beginning of (B) (6) 2010, the pt reportedly had symptoms of cold sweat and loss of consciousness. During that same time, the pt reportedly rec'd treatment at the hosp. The reporter claimed the pt "had to go into fasting at least 24 hours then drink some stuff." It is not clear whether the pt developed the reported symptoms due to the pt's state of fasting. It would be helpful to know if the pt was having lab work done and was requested to fast during the time of concern. Furthermore, it would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the reporter claimed that the pt had symptoms that can be associated with hypoglycemia while using the lfs product. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.